Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had replace batteries more frequent every 5 to 6 days, diminished battery life. Insulin pump had motor take longer to rewind also received random no delivery alarms during bolus insulin pump powered off without warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked battery tube threads and cracked case battery tube. The test reservoir does not lock in place and unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, battery charge anomaly, delivery anomaly, rewind anomaly and battery power loss anomaly due to the missing retainer and broken reservoir tube lip. (B)(4).